Event description:
Information was received from a health care provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable pump. It was reported that the hcp was seeing a "non-critical pump memory" message. Technical services reviewed the information. Additional information was received on 2026-apr-30. It was reported that the manufacturer representative (rep) explained to the technician on the phone that they were not aware of any patient related event. When asked who initially reported the event, the rep indicated that they were not aware of any event. The rep provided the name of another rep and indicated that they had requested information. The rep restated that they were not aware of any account issue an no patient event reported. The rep was not made aware of any physician complaint. When asked for serial/lot number of pump, software version of the a810 clinician programmer, pump logs, specific service code observed, cause, diagnostics/troubleshooting, and event resolution, the rep indication "n/a".

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.